Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation, the first one shows the trocar with protective sleeve, no drain attached. The next two photos show the trocar tip and edges. Also received trocar with no drain attached, evidence of drain present but not attached. The trocar appears sharp, unconfirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during channel drain placement, the needle was no longer sharp and does not penetrate the skin well, so a scalpel incision was necessary. The cross-section of the penetration part was dirty, so the tube falls out from the needle when the tube was pulled out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during channel drain placement, the needle was no longer sharp and does not penetrate the skin well, so a scalpel incision was necessary. The cross-section of the penetration part was dirty, so the tube falls out from the needle when the tube was pulled out.